Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) mmsi final tightener, one (1) poly-axial screw 6x35 mm and one (1) single inner set screw were returned to the complaints handling unit (chu). An unknown rod is returned, which is struck and left with the screw with its ends cut off. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided for this analysis. The fracture analysis revealed evidence of plastic deformation at the hex lobes of the driver indicates a torsional overload failure. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site the returned poly-axial screw, set screw, and rod sub construct showed signs of operative use as indicated by their assembly to each other. The rod component was unable to be identified due to the lack of etching on the short rod section. The rod component exhibited tool markings on each end consistent with being cut by a mechanical burr. Additionally, the set screw component also exhibited deformation consistent with being cut by a mechanical burr. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The fracture analysis of the returned mmsi final tightener suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. Thus, the breaking of the tip of mmsi final tightener can be attributed to the excessive force that may have applied during usage by the user. The complaint will be closed as a failure related to user handling. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation in progress. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Snapping of instrument.